Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in a moderately calcified and moderately tortuous right coronary artery (rca). A 3.00x 16mm promus element stent delivery system was selected and advanced to treat the unspecified target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and stent detachment.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the returned catheter exhibited a hypotube kink 3.5cm from the catheter strain relief. The inner lumen had detached within the outer lumen at approximately 5mm distally from the rx port. The distal shaft i.e. Inner and outer lumen was kinked along its length from 11.5cm to 19cm from the catheter tip. The stent had detached from the balloon and was located on the product mandrel which was inserted within the guidewire lumen. Crimping evidence was present on the balloon. The stent was deformed throughout. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).